Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification up to 23rd october 2011. On the 30th october 2011 the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a flashing red status led and failure chirp. Between the 18th november 2011 and the 30th november 2014, the device successfully records all weekly auto self-tests, alongside random manual power ons. During this time, information from the history log shows an increase in voltage which suggests a further pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 30th november 2014 and the last log entry on the 11th august 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switches on automatically.